Manufacturer narrative:
Complaint of cadd accessories battery only charging only to 75% is not reportable to FDA. This is a cadd accessory and battery not charging would be discovered prior to use or change of battery would be implemented. Correction on file to non reportable to FDA.

Event description:
Report filed reportable as this a cadd accessory and battery lithium not charging 75% is not reportable . Correction being submitted.

Manufacturer narrative:
Device analysis is done by supplier, which is ultralife corp.

Event description:
Information received a smiths medical cadd assessories battery will only charge and accept 75%. Battery was changed on (B)(6) 2019. No patient adverse events reported.